Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing weakness, fatigue and bradycardia. It was observed that the implantable pulse generator (ipg) was pacing below the programmed lower rate due to the managed ventricular pacing (mvp) setting. The ipg was reprogrammed to turn off mvp, and the ipg remains in use. No further patient complications have been reported as a result of this event.